Event description:
It was reported that this pacemaker was found to be operating in safety mode. Additionally, it was noticed that the device had been in elective replacement indicator (eri) for four months. Technical services (ts) was consulted and recommended device replacement. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Additionally, it was noticed that the device had been in elective replacement indicator (eri) for four months. Technical services (ts) was consulted and recommended device replacement. No additional adverse patient effects were reported. This pacemaker remains in service.